Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/25/2017, electrode belt: 04/12/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 5:00pm, while wearing the lifevest. The patient was reportedly napping at home prior to passing and was not alert. The patient's wife was present at the time of passing. It was reported that the lifevest was alarming. It was reported that medics and hospital staff performed resuscitation efforts and that the patient's passing was cardiac related.   It was also reported that the patient experienced a treatment event consisting of 34 shocks. The patient was treated appropriately and was in vf during 27 of the treatment events. The patient's arrythmias were successfully converted to slower rhythms as a result of the following treatment events during vf, treatments 1 (15:06:53), 2 (15:07:26), 3 (15:08:46), 4 (15:09:20), 8 (15:38:08), 9 (15:38:40), 10 (15:39:11), 11 (15:39:43), 12 (15:40:15), 16 (15:49:21), 18 (15:52:14), and 22 (16:02:38). The patient experienced post-shock asystole as a result of the following treatments during vf, treatment 5 (15:10:32), 6 (15:12:03), 7 (15:13:28), 13 (15:47:35), 15 (15:48:40), 19 (15:54:49), 21 (15:59:49), 23 (16:03:45), 26 (16:14:12). The patient's rhythms of vf were unable to be converted to slower rhythms as a result of the following treatments, 24 (16:04:59), 25 (16:05:28), 27 (16:16:07), 30 (16:19:43), 31 (16:35:49), and 33 (16:45:06). The patient experienced additional appropriate treatments while the patient was in ventricular tachycardia (vt). At 12:50:39, the patient experienced an appropriate treatment 17 while in vt at 180 bpm, and the post-shock rhythm was a sinus rhythm at 90 bpm. The patient experienced a 20th treatment appropriately at 15:55:18 while the patient's rhythm was vt at 160 bpm and the post shock rhythm was an idioventricular rhythm at 20 bpm. The patient's following rhythms of vt were unable to be converted to slower rhythms as a result of the following treatments, 28 (16:16:32), 32 (16:36:23), and 34 (16:47:50). Review of the download data, indicates the patient received two inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. At 15:48:01, the patient experienced their 14th treatment, which was inappropriate. The patient's rhythm at the time of the event was probably CPR/motion artifact, and the post shock rhythm was bradycardia at 25 bpm. The patient's 29th treatment was inappropriate and occurred at 16:16:59. The patient's rhythm at the time of the treatment was asystole and the post shock rhythm was asystole that transitioned to vt at 140 bpm. The patient was in asystole at the time of the device shutdown at 16:48:11 on (B)(6) 2020. From 15:40:16 to 15:44:33 the patient was in vf with motion artifact. The patient received a non-lifevest defibrillation and the rhythm at time of treatment was vf, and the post shock rhythm was asystole. Motion artifact prevented the lifevest from treating the patient from approximately 15:40:16 to 15:44:33.